Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported by the patient that a lead had a polarity switch and the patient became symptomatic with being off balance and feeling like going to pass out. The patient indicated that reprogramming had been done, and the patient had been fine but was again feeling similar symptoms. Follow up with the clinic found that the right atrial (ra) and right ventricular (rv) leads both had a polarity switch when the reprogramming was done back to bipolar. Then approximately seven weeks later the patient returned with a twitching sensation and not feeling well. There was a lead warning with low impedance on the ra lead and noise on the rv lead. The ra and rv leads were set to bipolar and remain in use. No patient complications have been reported as a result of this event.